Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor was seized, rough running and defective on the small battery drive device. It was further determined that the motor coupling and bearings were worn out; and the motor sounded rough. During pre-repair diagnostic assessment, it was determined that the device failed pre-test for attachment coupling, triggers and ecu function. It was noted in the service order that the buttons would get stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.